Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. Product was returned for evaluation. Upon investigation of the pump, a catheter kink was found right at the red handle on the proximal side. The sterile sleeve was detached on both sides. The pump failed electrical testing. Opening the red handle revealed broken lines. The root cause of the pump stop issue was determined to be an open electrical line due to excessive force.

Event description:
The user facility reported a 50-year-old was implanted with an impella 5.5 device for mechanical circulatory support. The patient was on the impella 5.5 pump for two weeks, when the pump stopped. The pump could not be restarted and was pulled back and explanted. Post explant the team upped the medical/pharmaceutical support and then transitioned the patient to palliative care. The patient lacked other options due to underlying condition.